Event description:
A report of a precision system explant was received. The patient could not remember any details of the explant and the physician does not have any information regarding the explant.

Manufacturer narrative:
The explanted devices will not be evaluated, as they were discarded by the medical facility.